Event description:
After the vison stent was implanted, blood flow deteriorated most likely due to thrombosis. The thrombosis was treated with a balloon catheter and then a second stent was implanted the fisrt stent to treat the thrombosis.